Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's health care provider reported via phone call indicating that the insulin pump had rewind anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer's health care provider call to report that piston bounces back once it has reached the reservoir and starts rewinding again. The health care provider stated that it takes customer several tries before piston stop when it hits reservoir. Customer does not feel safe with pump and wishes for it to be replaced. The customer was advised that pump is oow.